Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). Additional information was added to h4, h6 and h10. H4: the lot was manufactured between january 03, 2019 to january 07, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor never fully emptied during patient infusion. The device had significant fluid left after the 24 hours expected therapy time. The device had been filled with piperacillin / tazobactam 13500mg in buffered 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.